Event description:
The n2o hose assembly was noted to come apart while it was connected to the anesthesia machine. The anesthesia technician removed the hose from use and noted that the end of the hose connections were not crimped. No injury reported.